Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30cm) the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's lead showed high impedances. It was also reported that the patient had a recent fall. Database analysis revealed high impedance values on several contacts of the lead. It was unclear if the scs was affected by the fall or if it was another issue. The patient underwent a procedure wherein a lead and splitter were replaced per physician's preference. The patient was reportedly doing well postoperatively.